Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011 at 5 pm. She obtained a result of "82 mg/dl" on the subject meter and felt it was inaccurate high compared to her feelings/normal values. The patient denied taking any medications to manage her diabetes and due to the alleged issue she continued her usual management routine. She claimed 30 minutes after the alleged issue started, she felt "weak and was unable to see". In response to her symptoms, she reportedly self treated at 5:45 pm, with food and drink. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, correct unexpired strips and the control solution test passed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The patient did not provide the lot number to the test strips she was using at the time the alleged issue occurred nor did the patient return any vial of test strips back to lifescan. Since a lot number was not provided by the patient, lifescan is unable to conduct test strip evaluation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.